Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the entire scs system was removed as it didn't work. The patient initially reported the device never worked but then stated it worked for about 2 weeks and it was removed in (B)(6) 2017. No symptoms were reported. No further complications were re ported/anticipated.